Manufacturer narrative:
Visual analysis of the returned device identified: one extended opening and fold creases. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identify: two openings crease sharp, stress marks and wear abrasion. Based on the device analysis the final assessment is: two openings crease sharp assessed as fold flaw opening.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.